Event description:
It was reported that the pacing impedance gradually rose from 900 to the 1500 ohm range, with a care alert triggered for high impedance of 1504 ohms. The alert threshold was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace measurement log data shows a gradual increase for min and max v.pace=800 to 1568 ohms peak between (B)(6) 2010 and (B)(6) 2011. One - patient alert for rv.pace lead impedance=1504 ohms on (B)(6) 2011.